Manufacturer narrative:
Event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) iabp may required maintenance message was present. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that because the machine has exceeded 5,000 hours of use. It was also reported that drive regulator calibration test failed and vaccum inlet filters were found to be clogged and dirty.